Event description:
It was reported that during an infusion of lactated ringers 1,000ml at "to keep the vein open" rate (tko), the set separated at the smartsite port. The fluid infusion was used for induction of anesthesia. The event occurred at same day surgery. There was some delay in infusion therapy as the tubing was changed. There was no patient injury.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed), and d.11. The customer's report that the tubing set separated at the port was confirmed based on visual inspection of the as-received set sample. The separation was at the engagement of the tubing and bottom smartsite port's inlet components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the open smartsite end, a gap was observed indicating that the tubing was not fully inserted. The root cause was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that during an infusion, the IV tubing set separated at the port. This was during a tko infusion of lactated ringers programed for (1) hour with a vtbi of 1000ml. The IV tubing set was changed out. Although it was noted that there was a delay in treatment, it was confirmed during follow up, however; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient's demographics were not provided.

Event description:
It was reported that during an infusion the IV tubing set separated at the port, during a tko infusion of lactated ringers programed for 1 hour with a vtbi of 1000ml. The IV tubing set was changed out. There was no patient impact.